Manufacturer narrative:
The customer¿s report that the tubing had fallen apart was confirmed. Visual inspection of the set noted separation at the engagement between the lower fitment and the pvc tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components white particles were observed on the lower fitment. The safety slide clamp of the set¿s lower fitment was missing. It is possible that the clamp separated during handling after the tubing separated. Insufficient solvent was observed on the pvc tubing. Further visual inspection of the lower fitment component was conducted to evaluate whether the ¿negative trap¿ condition was present in the components. Functional testing was not performed due to the set¿s separation and obvious leaking that would occur. Dimensional analysis was performed and the pvc tubing measured to be within the required specification. The root cause is the negative trap condition in which the tubing is not fully inserted into the lower fitment creating a gap that can cause separation.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿primary tubing that was connected to the lidocaine drip fell apart at the blue clamp when the IV pump door was opened and the lidocaine med starting spilling on the floor the tubing looks to have fallen apart rather than being apart by the pump after further inspection, it was noted that the tubing had been leaking prior to opening the pump." It was confirmed through follow-up that there was no patient harm as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿primary tubing that was connected to the lidocaine drip fell apart at the blue clamp when the IV pump door was opened and the lidocaine med starting spilling on the floor the tubing looks to have fallen apart rather than being apart by the pump after further inspection, it was noted that the tubing had been leaking prior to opening the pump." Although requested, there was no report of harm.